Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. The balloon was first inflated at 10 atmospheres (atm) for 10 seconds. However, during second inflation at 14 atm for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient is in good condition.